Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" against left device. Healthcare professional reported exchange due to concern with the product. The device remains implanted.

Event description:
Physician additionally reported deflation. The device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b d9 e1 h3 h6 correction to e1: patient was initial reporter a visual analysis of the returned device identified one curved opening, fold creases and black encapsulation. A microscopic analysis and leak test were performed which identified three striated opening and one opening crease sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is there are three openings striated in the side posterior assessed as surgical damage and one opening crease sharp in the side posterior assessed as fold flaw opening.